Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 9-10 cm diameter abdominal aortic aneurysm. It was reported that the patient presented to the ER for respiratory issues. After work-up the decision was made to get a cat scan of the abdomen and pelvis which showed a proximal type I endoleak. The stent graft was located just below the renal artery which is where it was originally placed. The aortic neck was severely calcified. The current size of the aneurysm is 5.5 ¿ 6 cm in diameter. The physician decided to place a 36x36x49 endurant aortic cuff to cuff up to the right renal as there was approximately 1 cm of space between the right and left renal arteries with the left being the lowest of the two. The physician then placed a chimney in the left renal artery with another manufacturer¿s metal stent. The final angio showed both renals were patent; however, the patient still had a type I endoleak. The cause of the endoleak was attributed to calcification and angulation of the aortic neck. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Calcified and angulated aortic neck. Conclusion: endoleak. Calcified and angulated aortic neck.